Event description:
Customer received inconsistent total billrubin results for two pediatric samples. Both samples were collected in microtainers, centrifuged, poured off and run in hitachi cups on bar-coded tubes. Sample 1, (baby), initial result gave 37 umol per l. On (B) (6) 2009 the physician questioned the total billrubin result of 37 umol per l reported for this baby. The original sample, was repeated on (B) (6) 2009 resulting at 171 umol per l. It was noted by the technologist this sample was icteric. A corrected report was issued for this sample. Sample 2, on (B) (6) 2009 initial result gave 30 umol per l; repeated same day gave 247 umol per l. The repeat result was reported. No information was provided to determine if babies were adversely affected. The customer is implementing a check such that any baby total billrubin results greater than 20 umol per l are verified. Neither patient sample is available for further investigation. If additional information if received, appropriate notification will be provided.